Event description:
User facility reported following a successful novasure uterine ablation the physician "noticed a very small gold thread near the.. Cornua" on post hysteroscopy. The physician used a "small tweezers like device" to remove the thread via the hysteroscope. During follow-up in 2008, it was revealed that the pt was discharged following the post hysteroscopy, and physician reported the pt is currently "doing fine".

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number. No abnormalities were found related to the reported info. This device passed final testing prior to release. The coding seen in this section reflects the evaluation of the disposable device. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device. Reference internal complaint.